Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient reported that stimulation feels different intermittently, but was unable to describe the sensation. There were no external factors and the issue returns in different situations. No diagnostics/troubleshooting had been performed and no actions had been taken. The manufacturer representative (rep) noted they suggested gathering a data report at next follow-up 28-mar-2019. The event was unresolved at this time. No further complications were reported. Additional information was received. It was stated that stimulation was not turned off manually.

Manufacturer narrative:
Conocomitant medical product: product ID: 37642, serial#: (B)(4), product type: programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an health care provider (hcp) via a rep. It was reported the patient wore a 24 hour EKG which showed the ins turned on and off automatically several times. Checks with the clinician tablet and programmer did not reveal any malfunction. The ins was explanted and replaced with another manufacturer's device. It was noted the issue was possibly related to a faulty patient programmer. Event resolution was not known. No further complications were reported.

Event description:
It was reported that the patient had manually turned off stimulation for 2 days in (B)(6) 2018 because of low battery. The patient then stated that it felt as if they did not have continuous stimulation. They then turned it off independently for two days, and the effects disappeared, but the therapy was not as it was before. The patient was reprogrammed but that did not help. The patient then wore the EKG in order to determine if stimulation was consistent by evaluating the artifacts. It was shown that the ins did not work continuously. There was not detectable interference from the EKG to the implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (serial no. (B)(4)) found no significant anomaly. If information is provided in the future, a supplemental report will be issued.